Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a product of spine cervical stabilisation. The article code is not available until today. Initial surgery: (B)(6) 2010, due to a road accident. The surgery was decompression of t4-t6 and to a expedium + summit c5-t12 with bars inserting. On (B)(6) 2010, he was transferred to the spinal unit, with complete paraplegia level t2 and spasms at limbs of moderate intensity; he was dismissed on (B)(6) 2010. Due to further investigations on november 2016 it was highlighted a breakage of connection between cervical and dorsal part and breakage of the bars. This caused an additional medical intervention for removing synthesis parts. A revision surgery was necessary. Revision surgery: (B)(6) 2016. Additional information has been requested but not yet received as of this report. The adverse event/malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: due to a lack of components, an investigation could not take place. Because the article code is still unknown. Batch history review: due to the fact that neither an article number nor a lot number was provided, a review of the device history records must remain incomplete. Conclusion and root cause: based on the current information, a clear conclusion can not be drawn to date. Rationale: to date it is not possible to determine a root cause for the failure. Furthermore there are not enough information regarding the system, the components or whether it was an aesculap product. A CAPA is not necessary.